Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the caller reset the pump on their own and continued using the pump for insulin therapy.